Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45-55 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed orange juice, bananas, cereal and peanut butter cups to address bg. Customer updated their settings to address the event.